Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had dizziness, palpitations, and fatigue without inducement for more than twenty days. The programmer was unable to connect the pacemaker. The physician believed the battery of the pacemaker prematurely depleted. The pacemaker was explanted and replaced. The patient was stable.